Event description:
On 11/28/93 at 5:20 pm, cna were transferring an 87-yr-old resident from her bed to her wheelchair. (This resident could stand with two assists and pivot.) The cna noticed blood on the resident's right sock after seating her in the wheelchair. A laceration of the upper, outer, right calf was noted measuring 6-7 cm in length. Bleeding was controlled with direct pressure and the resident went to hosp ER via ambulance. Upon exam of the resident's wheel chair, dried blood was noted on the right pair of knobs that hold the leg.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination, other. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.